Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. The patient experienced symptoms of feeling nauseous, so she called the hospital that recommended backup therapy with insulin injections.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.